Event description:
It was reported that during the procedure in the moderately tortuous/heavily calcified circumflex artery (cx), pre-dilatation was performed using a non-abbott 3.5x12 balloon. An attempt was made to advance a 3.5x38 rx xience prime stent delivery system. Resistance was felt, force was applied, and the hypotube separated outside of the patient anatomy. The stent system was simply withdrawn from the anatomy. Additional dilatation was performed using a non-abbott 4x20 balloon. A non-abbott 3.5x33 stent system was advanced and the stent was successfully implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Advancement of stent delivery system against resistance using force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.